Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted as of this time. A call was placed to technical services on 05/10/2018 stating that this lead was broken. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).